Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an unstable angina patient and upon initiation of therapy an auto-fill failure alarm occurred. The alarm would not cease although the staff attempted to restart the intra-aortic balloon pump (iabp) several times. The pump was then replaced, but the same issue occurred. A new iab was used and another auto fill failure was generated. Afterwards the iab and iabp were replaced and the error did not reoccur however they were competitor's products. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no reported injury to the patient. This submission is for the first iab used.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in an unstable angina patient and upon initiation of therapy an auto-fill failure alarm occurred. The alarm would not cease although the staff attempted to restart the intra-aortic balloon pump (iabp) several times. The pump was then replaced, but the same issue occurred. A new iab was used and another auto fill failure was generated. Afterwards the iab and iabp were replaced and the error did not reoccur however they were competitor's products. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no reported injury to the patient. This submission is for the first iab used.